Event description:
It was reported that the asymptomatic patient presented to the clinic for routine follow-up. The right ventricular lead exhibited episodes of noise. The electrical values were within normal range. The patient was asymptomatic and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.